Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the connecting tube was unable to be connected as the connector in reprocessing basin loosened and detached. The user may have applied stress to the connector toward loosening direction, and the stress was accumulated which caused the connector to become loose. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿7 preparation and inspection 2. Move the lock levers of the connecting tube to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), a gray connector of a reprocessor came off in the connecting tube. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the complaint on the endoscope reprocessor (model number: oer-pro, serial number: (B)(4)).

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.